Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one conductor wire broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity testing was performed and failed. The yaw pulley showed no signs of arcing. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .082 - .212 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that in central processing, a broken wire was found on the pk dissecting forceps instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.